Manufacturer narrative:
A ge service rep performed an on site investigation. The sram and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a check sum error and would not boot up. No pt injury was reported.